Event description:
A customer reported to carefusion that the oxygen nipple on connector part# (B)(4)appears to have melted. While using the connector in-line with a CPAP flow generator to bleed in oxygen, the oxygen nipple became deformed. The deformation/melting prevents the flow of oxygen through the connector. The customer does not know if the connector was inspected for defects prior to use. The customer removed approximately 8 to 10 each of the product from inventory so they would not be used. There was reportedly no heat on or near the part when the deformation/melting occurred. The customer advised that he believes the use of oxygen is what caused the part to deform.

Manufacturer narrative:
(B)(4). The customer has the defective connector, however, has advised carefusion that the legal department must release the sample before it can be returned. Carefusion will continue to follow up in an attempt to retrieve the sample for evaluation. Upon completion of the investigation, a follow up report will be sent to the FDA.

Manufacturer narrative:
(B)(4). The lot number of the affected product was not available; it was not possible to review the device history for this part. The return sample was received and evaluated. Visual inspection confirmed the inlet port was deformed. The sample was sent to an outside laboratory for chemical analysis. It was confirmed that the deformed port had absorbed dehp. The deformation was caused by long term contact of this adapter with a product containing pvc.

Event description:
Additional information received from the customer is as follows: the part does not appear melted before use. It is only after oxygen is applied that the piece melts. The product was used in a home care situation. The o2 bleed in fitting is in use continuous while the patient is getting o2 therapy. The patients involved with the melted fittings are nocturnal o2 patients and would be using 7 to 10 hours nightly. The fitting is not commonly changed unless broken or defective. The fitting would be in constant contact with the o2 tubing delivering oxygen from the concentrator.